Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing was observed on stored egm. Programming changes were made but the oversensing was not resolved. Physician elected to continue to monitor the alerts. Patient was stable.